Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection of bullae of lung, the green safety button was pressed and the device was unable to squeezed, it did not fire. They replaced a new device to complete the case. There was no patient injury.